Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that he wanted to check his insulin pump to make sure everything was working. His blood glucose at time of call was 293 mg/dl however, he was recently hospitalized with diabetic ketoacidosis and blood glucose of 700 mg/dl. Customer indicated that prior to hospitalization, his infusion set fell out and he reinserted it but his blood glucose remained elevated. Troubleshooting found that the customer's drive support cap was normal and that there were air bubbles in reservoir but customer declined to troubleshoot this. Customer wanted to perform a high pressure test but did not have a clamp. He indicated that per his doctor, the basal rate settings were changed and that he has not received any alarms since hospitalization. Customer was advised to discontinue use of the device and revert to a back-up plan per his doctor's instruction. Troubleshooting indicated that the device was performing as designed and declined to send pump for analysis.